Manufacturer narrative:
Evaluation summary: the pump was evaluated at the service facility and tested for flow accuracy. The results were within spec.

Event description:
The infusion pump was received at the service facility with a vague report of the pump over infusing while it was in clinical use. No specific pt or clinical info was able to be received. No pt injury was reported.